Manufacturer narrative:
Manufacturing and quality control data: the progav shuntsystem was manufactured by a qualified employee in august 2015. Deviations during assembly did not occur. All products of this lot number 20027673 were finally tested as article fv440-t and released for packaging and sterilization and was sterilized by miethke. The progav has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant has a fixed pressure of 15 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. Apart from the lot number, we have no further traceability data (because missing serial number). Even the product itself is still implanted. Nevertheless, for the production batch we can prove that there were no deviations. The shunt systems are manufactured by qualified employees. The systems were sterilized by miethke and released for shipment after final inspection. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. Reason of complaint: "after the rupture of the upper end of the reservoir, splicing was performed. In (B)(6) 2021, the lower end of the gravity valve broke again and was reconnected again. The product is still in use and cannot be returned." Result : an investigation was not possible because the product is still implanted. With reference to the reason for the complaint, we would like to point out that it is important to position the adjustment/reading tool centrally above the valve. Due to missing information (patient data, serial number), we are unable to provide a meaningful analysis. A possible complication of shunts can be the rupture of catheters due to child growth. However, we cannot finally clarify what influenced the rupture of the catheter in advance. Since the reconnection of the catheters in (B)(6) 2021, the system has been working as expected. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
It was reported that after the first rupture of the upper end of the reservoir, splicing was performed. In (B)(6) 2021, the lower end of the gravity valve broke again and was reconnected again. A second surgery was required. The product is still in use and cannot be returned. No patient information are available.